Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient thinks something is going on with the stimulator. Patient stated she had knee surgery 3 months ago and now she can hardly walk on the right side. Patient reported having shocking all the time on all positions on the entire body and half of the body and she can hardly walk on the right leg, the right leg is killing her. Patient stated she adjusted the stimulation but if she decrease the stimulation too low it won't help her back and its helping her back but she is having little pain in the back on the right side with right leg pain. Ps reviewed patient could decrease or turn stim off to see if that will help her knee pain. Ps recommend patient consult with their healthcare provider for next steps. The patient was redirected to their healthcare provider to further address the issue.